Event description:
During the atrial flutter procedure, the ablation catheter and the electrocardiograms could not be visualized on the ensite x and signals were not seen however, the contact force data and generator data could be visualized. Trouble shooting steps were followed, but the issue did not resolve which resulted in a prolonged procedure. The issue was resolved by replacing the amplifier and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The field reported event was able to be duplicated using the field functional test. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.